Manufacturer narrative:
It is reported that when the first lengthening procedure was tried the jts drive unit was operated with incorrect settings. The information supplied with the implant identified the correct settings but these settings were not used by the health care facility. It is likely that the extension mechanism has been jammed by the initial lengthening being performed incorrectly. The exact cause of the event could not be confirmed because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It has been reported that the patient's proximal tibia jts will not extend after 3 lengthening attempts. It has been further reported that the 1st lengthening was done in the wrong way, position a instead of b during a 20 mm lengthening. The 2nd lengthening was tried with the normal position '0' with no success. On (B)(6) 2017 the 3rd lengthening they tried again position '0' with no success. The surgeon would like to know what the next steps are for the patient.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
It has been reported that the patient's proximal tibia jts will not extend after 3 lengthening attempts. It has been further reported that the 1st lengthening was done in the wrong way, position a instead of b during a 20mm lengthening. The 2nd lengthening was tried with the normal position '0' with no success. On (B)(6) 2017 the 3rd lengthening they tried again position '0' with no success. The surgeon would like to know what the next steps are for the patient.